Event description:
A nurse reported that during a procedure, a system message displayed and there was no coagulation. The system was exchanged and the case was completed without harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported in the event log. The laser interface breakout board was replaced. The system was then tested and met all product specifications. The root cause is unknown. (B)(4).